Event description:
A 5x200mm supera stent was being deployed ipsilaterally into the right sfa. The vessel was prepped with a 5mm stent balloon. The physician performed the final release of the stent, retracted the stent, and then heard a click while retracting the device. The proximal portion of the stent remained attached to the catheter and was stretched as the system was retracted. The physician manipulated (pulling and rotating) the delivery system to release the stent. While attempting to remove the catheter, the physician noticed that the tip had become detached and was visible within the proximal extremity of the stent. The physician was able to manipulate the tip into the sheath using a balloon catheter. The sheath with the tip was then removed. The sfa and profunda appeared to be pt per the final images. It was reported that there was no effect to the pt. The event occurred in (B)(6).

Manufacturer narrative:
Method - the device was not returned for analysis. The device is to be returned and an MDR supplement will be submitted following device analysis.